Event description:
The user could not get the suspect device to work. The device displayed off. User had a hypoglycemic event and was given a glucose shot by the emts. The device was replaced and requested to be returned for evaluation.